Event description:
The reporter stated that nurse was accustomed to programming a specific drug using mg/kg/hr mode which, in the original configuration, was located in space 3 on page 2 of the pump. She programmed an infusion with said drug and used the delivery mode located in space 3 on page 2 of the pump. Space 3 on page 2 had been changed to mg/kg/min. She did not notice the change and proceeded with the infusion thinking that the mode of delivery was mg/kg/hr. An injury with treatment was reported with this event, but the extent of the injury and specifics were not reported. There was no death or permanent injury associated with this event.